Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/17/2017 with the following findings: a review of the black box and alarm history showed a cs 088 call service alarm. This alarm was duplicated during the investigation. The pump failed the 24 hour basal program test and the rewind, load, and prime test because of the alarm and moisture damage in the pump. The pump was opened and there was moisture damage found on the printed circuit board. Unrelated to the original complaint, it was observed that the battery compartment had two cracks and there was evidence of moisture in the compartment and on the back side of the compartment.